Manufacturer narrative:
The insulin pump was received with constant tone due to faulty component on the interface circuit board. The insulin pump had a cracked case at display window corner, belt clip slot and minor scratches to the display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a constant tone. The customer did not recall the blood glucose reading. After a two hour rest with the battery removed from the insulin pump, the issue was still not resolved. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.